Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the sales rep, that during a knee procedure, the first implant was advanced through the meniscus. As the surgeon was moving the cannula to the second insertion point, the second implant deployed prematurely. The 1st and 2nd implants were removed from the patient. The case was completed by doing a meniscectomy.